Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. Noise could be reproducible with isometrics. On (B)(6) 2016, the lead was capped and replaced during a routine device changeout procedure. There were no complications to the patient.